Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings:during testing, the pump powered on to the verify screen with a dim and discolored display. Unrelated to the complaint, the battery compartment was observed to be cracked on the side from the case seal toward the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.